Manufacturer narrative:
Additional information: based on the information available to the manufacturer, the reported event of an external power disconnect was confirmed through an evaluation of a submitted log file. The patient remains ongoing on lvad support and no further related issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
Additional information: the submitted log file contained approximately 34 days of data (from (B)(6) 2014, according to the timestamp). During the reported event on (B)(6) 2014 both the black and white power cables were noted to be disconnected and the controller was operating on the backup battery. At the time of the event, pump speed remained above the low speed limit setting. The exact cause of the reported external power disconnect could not be conclusively determined and, based on the log file, the controller appeared to function as designed. It was also reported that the patient was educated and no further issues have been reported at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was seen in the clinic and an external power disconnect was noted. The patient was confused in the middle of the night and struggled with connections. The log file was reviewed and showed on 3/20/2014, a no external power alarm, where the emergency backup battery was engaged and worked as it was intended. A low speed hazard, where the motor stopped was also noted.